Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was unable to resolve the issue despite following troubleshooting steps, such as cleaning the pump's pneumatic tap area and attempting to load a new cartridge. As a result, the pump was replaced by the support team, who confirmed the customer's details and provided instructions for returning the malfunctioning pump.